Event description:
It was reported that when using the pyxis medstation es system,it experienced a door malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported that tower door 4 had malfunctioned and had not indicated that it was closed. A field service engineer successfully utilized conductive grease on all latches to address the problem. The device functioned as intended after the field service engineer had troubleshot the device